Event description:
A malfunction alarm was reported, for which the malfunction code displayed was malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappear, which they acknowledged and understood.